Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown . Initial reporter - the article was written by samik banerjee, md, jeffrey j. Cherian, do, james v. Bono, md, steven m. Kurtz, phd, rudolph geesink, md, r. Michael meneghini, md, ronald e. Delanois, md, michael a. Mont, md. Http://dx.doi.org/10.1016/j.arth.2014.11.023. Manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article entitled, "gross trunnion failure after primary total hip arthroplasty", which assessed a case series of 5 patients, involving 5 different stem designs from five different institutions were reviewed. Gross trunnion failures (gtfs) are defined as trunnions that, upon revision, exhibited gross loss of volume and/or material or a fracture. (Case 3): an (B)(6) year-old man underwent a right primary cementless total hip arthroplasty in (B)(6) of 2002 and received a biomet total hip. The journal article reported that the patient sustained recurrent prosthetic hip dislocations in the post-operative period which were treated with closed reductions. Subsequently, he was revised in (B)(6) of 2004 and the acetabular components were replaced with competitor product. Eight (8) years later, radiographs revealed an asymmetric location of the trunnion on the femoral head component. The patient subsequently underwent exploration and revision surgery. Intra-operatively, the trunnion was found to be malformed and black debris suggestive of metallosis was found in the intra-capsular and peri-capsular tissues, and in the acetabular bone. A 10 centimeter grayish-colored mass was found surrounding the acetabulum. In addition, there was evidence of minimal osteolysis in the proximal femur. Extensive débridement of the black stained tissues and synovectomy was performed. All components except the acetabular shell were replaced. In conclusion, continued research on taper design including clearance angles, taper thickness, and surface topographies is needed to minimize concerns about head neck taper corrosion in metal-on-polyethylene and ceramic-on polyethylene bearings.